Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation using novasure performed concomitantly". The patient's medical history included: hyperlipidemia, polycystic ovaries, asthma, pre-eclampsia, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, allergy to chemicals, tonsillitis, knee operation, dysmenorrhea, dysfunctional uterine bleeding, c-section, pilonidal cyst, depression, anxiety disorder, bloating and nausea. Previously administered products, included for an unreported indication: aspirin, glumetza, b complex-folic acid tabs, calcium, losartan, phentermine, venlafaxine, benadryl allergy, alprazolam, bydureon, belviq and melatonin. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen, abnormal bleeding"), urinary tract infection ("uti"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, genital haemorrhage and urinary tract infection had resolved. And the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: insertion date provided in pif: (B)(6) 2013. Patient received treatment for pelvic pain, abdominal pain, gen, abnormal bleeding, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013, 1. Bilateral essure devices, optimally positioned. 2. No evidence of contrast extravasation. 3. No evidence of persistent endoluminal filling defect to suggest mass. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-may-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen, abnormal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and menorrhagia had resolved and the urinary tract infection, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: insertion date provided in pif: (B)(6) 2013. Patient received treatment for pelvic pain, abdominal pain, gen, abnormal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-may-2020: pfs received: previously reported event "injury to herself" updated to "pelvic pain", events- "abdominal pain, gen, abnormal bleeding, uti, psych injury, post removal complication, menorrhagia" added. On 05-may-2020: process with fu 2. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation using novasure performed concomitantly". The patient's medical history included hyperlipidemia, polycystic ovaries, asthma, pre-eclampsia, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, allergy to chemicals, tonsillitis, knee operation, dysmenorrhea, dysfunctional uterine bleeding, c-section, pilonidal cyst, depression, anxiety disorder, bloating and nausea. Previously administered products included for an unreported indication: aspirin, glumetza, b complex-folic acid tabs, calcium, losartan, phentermine, venlafaxine, benadryl allery, alprazolam, bydureon, belviq and melatonin. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen, abnormal bleeding"), urinary tract infection ("uti"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: insertion date provided in pif : (B)(6) 2013. Patient received treatment for pelvic pain,abdominal pain, gen, abnormal bleeding, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: 1.bilateral essure devices, optimally positioned. 2.no evidence of contrast extravasation. 3.no evidence of persistent endoluminal filling defect to suggest mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received: event essure insertion and endometrial ablation using novasure performed concomitantly added. Reporter, medical history, historical drug and lab test added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.